Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the deflectable videoscope exhibited image noise and disappears. There was no image due to a defective circuit. There were no reports of patient involvement.

Manufacturer narrative:
Correction to b5 and h6 (component code and medical device problem code) for information inadvertently left out of previous report. This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely the breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including ic chip and capacitor, mounted on the electric circuit board having a defect led to the image disappearance and image noise. The event can be detected by following the instructions for use which state the methods for inspection in chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Event description:
It is further reported that the operation section switch was discolored.